Manufacturer narrative:
Product analysis. Could not verify customer complaint of device not responsive. Verified stim 1 <(>&<)> 2 working as designed. Unit came with a loose clip due to worn wave washer. Replaced parts and the item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the unit would not respond to patient stimulation or nerve tissue activity. There was no known patient impact.